Manufacturer narrative:
Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported chest, pelvic + right shoulder pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2017-01604. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to bilateral pulmonary emboli. Patient is alleging tilt, device is unable to be retrieved, embedded; chest, pelvic, and right shoulder pain without further details. No retrieval attempts have been reported.